Event description:
It was reported that a hair was found inside the bd plastipak¿ concentric luer lock syringe while drawing up saline. The following information was provided by the initial reporter: "while drawing up saline in the isolator one of our technicians noticed a hair inside one of your 50ml bd plastipak syringes."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 17-oct-2022. H.6. Investigation summary: one sample was provided to our quality team for investigation. Upon visual inspection, a hair was observed inside the syringe. A device history review was performed for the reported lot 2203058, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. =

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found inside the bd plastipak¿ concentric luer lock syringe while drawing up saline. The following information was provided by the initial reporter: "while drawing up saline in the isolator one of our technicians noticed a hair inside one of your 50ml bd plastipak syringes."